Manufacturer narrative:
Batch reviews performed on 29 december 2016. Lot 146565: (B)(4) items manufactured and released on 24 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 3 right, code 02.07.1203r, lot. 147888 (k090988) (B)(4) items manufactured and released on 11 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 3/13 mm right, code 02.12.0311fr, lot. 141416 (k140826) (B)(4) items manufactured and released on 06 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery scheduled due to infection.